Event description:
It was reported that this right atrial (ra) lead dislodged. Physician attempted to explant the lead but failed; therefore, lead was surgically abandoned. No additional adverse patient effects were reported.